Event description:
Reporter alleged the customer obtained a result of hi (greater than 600 mg/dl) on the advantage system compared back to back with a result of 125 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.